Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Troubleshooting steps were reviewed, but all attempts were unsuccessful. The customer did not have a patent arterial pressure (ap) line available at the time to connect to the pump. The customer was advised to unplug the fiber optic cable in order for the alarm not to sound. The customer stated they would get a radial ap line in and utilize it to the pump. It was stated that therapy had not been interrupted and no harm to the patient was noted. Connecting the fluid filled transduced ap line to the pump was reviewed. It was later reported that the customer called asking for assistance in zeroing the radial ap line. The information was reviewed and the customer was able to successfully level and zero the ap. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: clinical coordinator. Additional reporter: (B)(6), rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-20 through jan-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).